Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 400 mg/dl and a bolus via the pump was delivered to address the bg level. The cause of the high bg was not known. A pump system check was performed and a small air bubble was found the tubing and the non-tandem cannula was kinked. Tandem technical support informed the customer on how to remove the air properly during the loading the cartridge and gave instructions on how to change out the infusion set. The customer acknowledged the information.